Event description:
It was reported that catheter withdrawal difficulties and stent damage occurred. The target lesion was located in the heavily calcified mid left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long stent was selected for use and advanced several times but failed to cross the target lesion. The physician felt resistance during withdrawal from the guide catheter; however, after the device was removed from the patient, the physician noted that the stent was deformed. The procedure was completed with another 2.50x38mm promus element ¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent was damaged at its proximal end. The struts were bunched together and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. The stent outer diameter (od) was measured at the position of the damage. The stent od at the undamaged portion of the stent was measured and is within specification. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. All the balloon folds were present. The balloon was tightly wrapped, folded evenly and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur.¿ the recommended method for stent system removal is as follows: ¿the stent system and the guide catheter should be pulled back as a single unit until the tip of the guide catheter is just distal to the arterial sheath, allowing the guide catheter to straighten. Carefully retract the un-deployed stent into the tip of the guide catheter and remove the stent system and the guide catheter from the patient again as a single unit while leaving the guidewire across the lesion.¿ (B)(4).

Event description:
It was reported that catheter withdrawal difficulties and stent damage occurred. The target lesion was located in the heavily calcified mid left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long stent was selected for use and advanced several times but failed to cross the target lesion. The physician felt resistance during withdrawal from the guide catheter; however, after the device was removed from the patient, the physician noted that the stent was deformed. The procedure was completed with another 2.50x38mm promus element ¿ stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).